Manufacturer narrative:
Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. (B)(6). This report in on an unknown helical blade, part and lot number are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, surgeon has a patient who was admitted for a left proximal femur fracture. Decision was to put proximal femoral nail antirotation (pfna) implants. While putting in the nail, the jig was disconnected from the nail. Surgeon removed the nail using a plier and reconnected with the jig. Alignment check was done again using the guide-wire and the reamer 11mm for the (pfna) blade; for the static screw, alignment was checked too using the protection sleeve, drill sleeve. Both have no issue on the alignment. Implants were inserted smoothly. Upon reviewing of the x-ray, the surgeon found out that the blade was not inside the nail at all: but the locking bolt was inside the static hole. The femoral head has gone varus and the nail has backed out from the femur. Patient is on wheel-chair mobilization and plans for nursing home placement. Surgeon will speak to the family about the possibility of further surgery (removal of implants, kiv hemiarthroplasty depending on expectations) at a later stage, once the current fracture has united. This complaint is on the unknown helical blade. This is 4 of 4 reports for complaint (B)(4).